Manufacturer narrative:
Root cause:alteration of assay and staining in this case was not confirmed. The problem was investigated by a field service engineer. This investigation did not identify any instrument malfunction or alteration in instrument performance. The instrument remains fully operational within specifications, without errors and available for the user. Failure mode description:as no malfunction were found after completion of investigation; the failure mode could not be verified as an instrument or product specific malfunction. Therefore, this report is being filed as part of agilent's commitment to due diligence reporting.

Event description:
Customer complaint record reported the event as follows:uneven staining no direct or indirect patient harm or user harm have been reported.